Manufacturer narrative:
The correction of b5 describe event and problem, d1 brand name, d4 catalog #and d4 serial #, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 8th january, 2024 getinge became aware of an issue with one of surgical lights - configuration of powerled 500 and 300. As it was stated, the plastic top cover of cupola 300 was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 8th january, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated, the plastic top cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Previous d1 brand name: powerled 500/300 corrected brand name: powerled 300 previous d4 catalog # ard569420710c corrected d4 catalog # ard568333999 previous d4 serial #(B)(6) corrected d4 serial # (B)(6) previous h3a device evaluated by mfg: no corrected h3a device evaluated by mfg: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: none previous h3c device not eval provide code: device not returned to manufacturer corrected h3c device not eval provide code: none getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated, the plastic top cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Defective part pwd300 - aluminium top cover (ard368337998) was replaced and device back to usage. It was established that when the event occurred, the surgical light did not meet its specification due to cover crack, which contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the cover cracked is moderate. According to the analysis performed by subject matter experts, all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. The following disinfection products are tested: surfa¿safe, isopropyl alcohol, incidin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. As per subject matter experts¿ expertise, the involved zone was probably exposed and the edges damaged corresponds to a retention zone. These facts indicate that cleaning agent residues may have a negative reaction on plastic surfaces and lead to its degradation. The concentration of chemical products, the stagnation of substance residues on the surfaces are probably the main factors leading to the deterioration of surfaces. To avoid degradation of the shell it is recommended to respect the contact time of cleaning agent with the device and to wipe it with a dry cloth and to make sure no liquid residue is left on the device after cleaning. User manual for powerled also mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incidents, it is recommended to respect the cleaning instructions and avoid: ¿ prolonged exposure to detergents and disinfectants solutions ¿ high concentrations of cleaning agents ¿ prohibited products. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 8th january, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. As it was stated, the plastic top cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Event description:
On 8th january, 2024 getinge became aware of an issue with one of surgical lights - configuration of powerled 500 and 300. As it was stated, the plastic top cover of cupola 300 was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.